Manufacturer narrative:
Evaluation results: lot order searches were performed on the cartridge, and there were ten similar complaints found.

Event description:
It was reported that the surgeon inserted a competitor's lens using the microstaar injector and the lens was torn during insertion. The lens was removed and another iol was successfully implanted. Sutures were required to close the wound. The pt's current prognosis is normal.